Manufacturer narrative:
H3: product analysis updated 1. Product analysis: console (s.no: c1915186) product analysis stated verified not working bent/missing eic pcba knobs and a pmb pcba cable connector voltage failure. Imdrf codes: fdd a0908, img g02030, g04034 & g04079, fdr c070601, c0201, fdc d02 & fdm b01. 2. Product analysis: patient interface (s.no: p2026964) product analysis stated no abnormalities were found in device. Imdrf codes: fdd a0908, img g02005, fdr c20, fdc d20 & fdm b01. 3. Product analysis: patient interface (s.no: p2026990) product analysis stated defective main pcba cable connection port. Imdrf codes: fdd a0908, img g04034, fdr c0201, fdc d02 & fdm b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing nim console wireless was working but not wired. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Console (B)(6) imdrf codes: img g02030, fdd a0908, fdr c20, fdc d02 & fdm b17 2. Patient interface (B)(6) imdrf codes: fdd a0908, img g02005 , fdr c20, fdc d20 & fdm b17. 3. Patient interface (B)(6) imdrf codes: fdd a0908, img g02005 , fdr c20, fdc d20 &fdm b17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.